Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/05/2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 517 mg/dl with nausea and vomiting associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals matched the patient's programmed settings and were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. The basal delivery totals in the total daily dose did not match due to a cartridge change and pump being suspended. Cts referred the patient to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6) 2015. The pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates. The bolus history matched the total daily dose bolus history. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. There were no errors, alarms or warnings during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).